Event description:
It was reported that during a procedure while performing the fast anatomical mapping (fam) in the left pulmonary vein, it was noticed that the patient's blood pressure had dropped. Ultrasound confirmed a pericardial effusion. A pericardiocentesis was performed and the patient was admitted for observation.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system. Model #: m-4800-01. Serial #: (B)(4). Cool flow irrigation pump. Model #: m-5491-02. Serial #: (B)(4). Stockert rf generator. Model #:m-5463-01. Serial #: (B)(4). Soundstar 3d 10f-90 catheter (device was discarded by the customer/ not returned for investigation). Model #: m-5723-05. Lot #.: s1054652. The customer was contacted by biosense webster field service engineer. The hospital ep lab staff advised that the perforation occurred prior to any biosense catheter was placed in the patient¿s body. This was not a bwi related issue and the customer declined system service as well. (B)(4).